Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported via letter from a surgeon, a hardware failure problem concerning the dall-miles cables on a stryker total femoral replacement regarding a claw and cable fixation to the component. The pt underwent operative intervention for repair of a cutout screw nonunion above a total knee replacement with poor quality bone in 2008. Postoperative films show excellent fixation of the greater trochanter to the total femoral replacement with cable being placed concerning the claw. There are subsequent films from the following month, that show good position and good approximation. On f/u films approx four months later, there is fraying of the cable with multiple wire migration. The problem is problematic enough that the cables have migrated down to the polyethylene of the distal knee over ensuing months.